Manufacturer narrative:
(B)(4). The reported complaint of "the battery of the pump broke down" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported " the battery of the pump broke down". Additional information states that the iab pump console was swapped to continue therapy. The patient's current conditions is reported as "fine"'.

Event description:
It was reported " the battery of the pump broke down". Additional information states that the iab pump console was swapped to continue therapy. The patient's current conditions is reported as "fine"'.

Manufacturer narrative:
(B)(4).